Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they had their device removed because shortly after it was implanted they began feeling "zapping" sensations that were "so bad" anytime they'd turn or twist. Pt stated they experienced "zaps" even while stimulation was turned off. Pt stated they were implanted with the device sometime around 12 years ago and they started experiencing unexpected stimulation/"zaps" about a month after being implanted with the device. Pt stated they explanted the ins but left the leads intact. Pt's healthcare provider (hcp) is considering removing the leads and pt inquired about success rate of removal of leads with scar tissue. Patient services (ps) reviewed information and redirected pt to hcp. Ps also recommended pt have their hcp call tech with any questions as necessary. Pt commented that they were reprogrammed by a manufacturing representative (rep) multiple times before the device was explanted. Pt mentioned their hcp has brought up the possibility of implanting pt with another scs device and told pt the newer scs devices have less of a chance of unexpected stimulation. The patient was redirected to their healthcare provider to further address the issue.